Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. Further evaluation of the patient was discussed. It was discussed to perform a defibrillator test in the future. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that a commanded shock was performed and this device recorded a code 1005 indicative an open circuit condition detected during shock delivery. Reprograming of the device was performed and a system revision is being scheduled for the near future. At this time, this device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h6: patient codes h6: device codes h6: impact codes additional information was added to the following fields: b5: describe event or problem field.

Manufacturer narrative:
Information was corrected from the following fields: b1: adverse event/product problem; b2: outcome attributed to adverse event. Additional information was added to the following fields: b1: adverse event/product problem; b2: outcome attributed to adverse event; b5: describe event or problem field; h6: patient codes; h6: device codes; h6: impact codes. Additional information was added to the following fields: b5: describe event or problem field

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. Further evaluation of the patient was discussed. It was discussed to perform a defibrillator test in the future. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that a commanded shock was performed and this device recorded a code 1005 indicative an open circuit condition detected during shock delivery. Reprograming of the device was performed and a system revision is being scheduled for the near future. At this time, this device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. Further evaluation of the patient was discussed. It was discussed to perform a defibrillator test in the future. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.